Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided. Initial reporter - name ni. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 7 states, "leg length discrepancy." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 19 states, "altered gait / limp." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00191 / 3002806535-2016-00679). This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a revision procedure approximately four years post-implantation due to unknown reasons. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel noted a revision procedure was performed approximately four years post-implantation due to patient allegations of pain, discomfort, elevated metal ion levels, foot drop, paraesthesia of the lower leg, and fluid within the joint.